Manufacturer narrative:
The cot was evaluated at the complainant's site. A visual and functional evaluation was conducted. The reported issue could not be duplicated and the cot was operating according to specification. Other maintenance issues were noted at the time of evaluation and were repaired; however, these were not contributing factors to the reported incident. It could not be determined what made the reported "popping" noise or what caused the alleged collapse. The user manual provides instruction and multiple cautions for the user to verify the locked position of the cot before moving it. No new information has been received indicating the patient was injured or otherwise adversely affected by the incident.

Event description:
It was reported while unloading the patient and stretcher from the ambulance the medics allege they heard a loud pop when lowering the wheels and the cot allegedly came out of the ambulance and collapsed. The medic crew was able to catch the stretcher before it lowered to the ground or tipped over. The patient was checked for injuries and the stretcher was placed into position and the transport continued. Once in the hospital a rn was advised of the incident and the cot was removed from service on arrival back to the station. An investigation has been initiated to evaluate the stretcher and the details of the reported incident. No related injuries have been reported to date.

Event description:
It was reported while unloading the patient and stretcher from the ambulance the medics allege they heard a loud pop when lowering the wheels and the cot allegedly came out of the ambulance and collapsed. The medic crew was able to catch the stretcher before it lowered to the ground or tipped over. The patient was checked for injuries and the stretcher was placed into position and the transport continued. Once in the hospital an rn was advised of the incident and the cot was removed from service on arrival back to the station. An investigation has been initiated to evaluate the stretcher and the details of the reported incident. No related injuries have been reported to date.